Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy, and the patient subsequently died. The peritonitis was manifested by cloudy effluent and swelling. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. That same day the patient started treatment with intraperitoneal vancomycin 2g once daily and intraperitoneal amikacin 500 mg once daily for peritonitis. During this time, it was not reported if he patient had recovered from the peritonitis event. Two days later the vancomycin and amikacin were discontinued. That same day the patient died. The reported cause of death was due to an unrelated medical condition; however, it was not reported if an autopsy was performed. Dianeal therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.